Event description:
Patient allegedly received a cook celect filter (B)(6) 2017, followed by a successful, percutaneous retrieval (B)(6) 2019 due to abdominal pain. Patient is alleging vena cava and organ perforation; anterior and right lateral strut in close proximity of the duodenum. Patient notes and further alleges experiencing "abdominal pain". Patient had previously been implanted with a cook celect filter (B)(6) 2014 which was removed in (B)(6) 2014 for which no complaints have been received. Patient was additionally implanted with another cook celect filter (B)(6) 2016 which was removed (B)(6) 2016 without any complaints received. Per a (B)(6) 2017 CT abdomen and pelvis: "vasculature: an ivc filter is noted in place". Per a (B)(6) 2019 CT abdomen and pelvis: "the lung bases are clear". "Redemonstration of an ivc filter, which is unchanged in position. Proximal tip of the ivc filter lies slightly inferior to the renal veins. The distal prongs of the ivc filter extend beyond the ivc, chronic finding. Partial visualization of a non-occlusive filling defect within the right common iliac vein". "Impression: ...2. Partial visualization of a small non-occlusive filling defect within the right common iliac vein, consistent with patient's history of known right iliac vein thrombosis". Per a (B)(6) 2019 CT abdomen and pelvis: "the major vessels to include the aorta and major arterial branches, ivc, and portal vein demonstrate normal course and caliber. Peripheral calcifications within the right external iliac vein are compatible with chronic thrombus. There is an ivc filter just inferior to the level of the renal veins. A few of the struts of the filter extend up to 4-5 mm beyond the wall of the ivc (image 49 of series 6 and images 62-65 of series 14). There is an anterior and a right lateral strut in close proximity to the third portion of the duodenum". "Impression: ...2. Ivc filter with multiple struts extending through the ivc wall, unchanged compared to prior exams". Per a (B)(6) 2019 cook celect ivc filter percutaneous removal (successful): "findings: cook select filter with apex at the superior endplate of l2. Incidentally, cholecystectomy clips are seen in the right upper quadrant. Cavogram was performed which demonstrates normal configuration of the inferior vena cava. The filter is in place below the renal veins. There is no visible thrombus within the ivc or within the filter. The filter is removed and inspected and confirmed to be intact. Final image demonstrates no residual of the filter in the abdomen".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, thrombosis, abdominal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. G4 (510k): k211875. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: syncope, limited physical activity, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported syncope, limited physical activity, depression, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. The associated work order was reviewed. No related/relevant notes were documented. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 due to protein s deficiency. Patient is alleging organ and vena cava perforation. Patient alleges "many hospital visits due to sever abdominal and radiating pain into groin that would leave me incapacitated and would collapse and faint from unbearable pain brought on from ivc perforation and hooking of surrounding tissue outside of vena cava." "While ivc was in, and due to perforation, I was not able to exercise regularly or participate in sports." "Mental health depression due to weight gain from inability to walk or exercise because of pain. Increased anxiety due to constant fear of pain."

Manufacturer narrative:
Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.